Event description:
It was reported that the patient had an infection. Symptoms of redness and drainage at the ipg site were noted. The physician believed that the infection was not device related and the cause was unknown. The patient was prescribed antibiotics and underwent a full system explant procedure. The explanted devices will not be returned, as they were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 21302129.